Event description:
It was reported the EKG was very noisy and unclear, with both the programmer and the analyzer. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the event of noisy EKG. The right antenna tested out of specification. There was no fault found with the analyzer.